Manufacturer narrative:
Patient's weight has been provided and was obtained via follow-up. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: g4 - date received by manufacturer (the date listed on follow-up report 1 was incorrect. The correct date is listed on this report).

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was explanted and replaced due to the patient receiving a replace generator soon message.